Event description:
It was reported that the inflatable penile prosthesis (ipp) pump could not be used and the cylinders would not inflate. A repair procedure was scheduled. There are no patient complications reported at this point.